Event description:
Sixty-nine-yr-old white female underwent a left modified radical mastectomy for breast cancer in 1985 and 6 weeks later a right subcutaneous mastectomy by her general surgeon. Approx one yr later her general surgeon performed bilateral silicone gel implant reconstruction with smooth silicone gel implants. She had noted since that time a hardening of the right breast implant and also of the left with pain associated with the left implant. A mammogram followed by an MRI was consistent with failure of the right implant. It was decided to perform removal of the silicone gel implants and implant material bilaterally with capsulectomy, and reconstruction with saline filled implants. On 9/30/94 the pt underwent the procedure. As the right capsule was opened, there was extrusion of silicone gel implant material. The implant material was removed, including the envelope, and there did not appear to be any silicone outside the capsule. As the left capsule was opened, the implant was found to be intact, but there was silicone gel bleed within the capsule. After capsulorrhaphies were performed, bilateral anatomic implants were placed and filled to 410 cc.